Manufacturer narrative:
Section h10: (h3) pending evaluation and (d10) concomitant device(s): 3 femur.

Event description:
It was reported that this 74 y/o female patient right knee was revised. Reason for the revision is unknown. Surgeon removed classic optetrak ps femur and fin tray and size 3ps 11 insert, revised to logic cc. Patient was last known to be in stable condition following the event. Device is returning.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, d6b, g4, h6 MDR section codes updated/corrected: a, b, c, d, e, g serial number, expiration and manufactured dates unknown. The revision reported was likely the result of prosthesis wear over the course of approximately 22 years of implantation. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.